Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured, as the customer's age and weight were not provided.

Event description:
The customer reported that within one minute he obtained a difference of 10 mg/dl to 47 mg/dl between blood glucose readings received on the contour next meter and a hospital meter. No specific readings were provided. There was no allegation of an adverse event. The customer disposed the device. Therefore, the device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.